Manufacturer narrative:
Correction: e2, additional information: e8, d9, h3, h6, h10.

Event description:
It was reported that the device will not turn on/off. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional information added to a1, h10 the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device will not turn on/off. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device will not turn on/off. No additional information was provided. There was no patient involvement.